Event description:
It was reported that the device had the battery, wrench and attention icons. Physio-control evaluated the device and found that it failed to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control is in the process of investigating the issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.